Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of prime/fill anomaly and compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they did not receive the second series of beeps nor did numbers appear on the screen. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received prime alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to prime alarm. The device was received with minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.